Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing while filling the cartridge with insulin. Customer used another cartridge to resolve the issue. Customer's blood glucose was approximately 250 mg/dl.